Event description:
It was reported that a device was used during a esophagasrectomy. The device fired an incomplete staple line. There was excessive bleeding at the staple line. Or was extended by one hr to hand suture the anastomosis and blood loss was approx 1500ml. The pt was transfused with an unspecified amount of blood products.